Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" errors generated on the cell-dyn sapphire hematology analyzer. The customer stated the issue has been on-going as the error message occurs intermittently. The abbott customer technical advocate (cta) instructed the customer to replace the syringe. The customer reported they were unable to perform troubleshooting procedures and requested abbott field service. The cta sent the customer replacement syringes. An abbott field service representative performed maintenance, verified assay controls were within specification and the issue was resolved. The customer reported, there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.